Manufacturer narrative:
(B)(4).

Event description:
A report was received that the lead migrated and is pulling out of the spinal canal which damaged the lead. X-ray result revealed that a contact was dislodged from the lead. The patient underwent a lead replacement procedure. All contacts were retrieved.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the lead migrated and is pulling out of the spinal canal which damaged the lead. X-ray result revealed that a contact was dislodged from the lead. The patient underwent a lead replacement procedure. All contacts were retrieved.

Manufacturer narrative:
Date received by manufacturer should have been (B)(4) 2015 additional information was received that it was not just a contact that was dislodge, but contacts were dislodge from the lead. X-ray result confirmed dislodge contacts prior to the explant procedure. The patient was doing well postoperatively.

Event description:
A report was received that the lead migrated and is pulling out of the spinal canal which damaged the lead. X-ray result revealed that a contact was dislodged from the lead. The patient underwent a lead replacement procedure. All contacts were retrieved.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the lead migrated and is pulling out of the spinal canal which damaged the lead. X-ray result revealed that a contact was dislodged from the lead. The patient underwent a lead replacement procedure. All contacts were retrieved.